Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: detachment of cable unit and watertightness lost. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: cable was broken, due to detachment of cable unit. The most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that upon receipt and unpacking. The subject device had a broken cable. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that upon receipt and unpacking, the subject device had a broken cable. There was no patient involvement.